Event description:
The customer reported low blood glucose levels. During a hospital visit for a different issue, the customer's doctor told him that the insulin pump was delivering too much insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. The customer stated that he was given treatment for white blood cells, and also had some procedures done while wearing the insulin pump. Advised to always remove the insulin pump prior to any procedures. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.